Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that insulin was squirting out during the fill tubing process. Customer stated the issue occurred during the load reservoir process. Troubleshooting found insulin continued to drip after the motor stopped on the insulin pump. It was also found the customer had a pump error alarm in the alarm history. Customer's blood glucose was over 26 mmol/l. The customer declined to return the insulin pump for analysis.